Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received only a portion measuring 11cm was received. No electrical tests could be performed on the returned portion.

Event description:
It was reported that during elective ICD replacement procedure, a problem was suspected with the lead. Low pacing impedance was noted in the printouts. The lead was explanted and replaced.